Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 425 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer had just received their replacement insulin pump and needed assistance with programing the settings. The caller was assisted with the settings. The customer did not return the product back for analysis.